Event description:
The reporter indicated that a vns pt's generator had been disabled for "a long time" and that he would be seeking explant surgery due to the device's contraindication with mris. Follow up with the pt's treating vns therapy physician revealed that the device had been disabled to the developement of sleep apnea with vns stimulation. The physician indicated that the event was diagnosed through a sleep study. Good faith attempts for additional info have been unsuccessful to date.

Event description:
It was reported that the patient is being seen by a new physician who wants to program the device back on.